Event description:
It was reported that the pt experienced spasma. The hcp checked the catheter by x-ray and found that it was twisted and kinked. It was also noted that the suture thread had been out and was separated from the tissue; the pump was flipped in the pump pocket which resulted in the kinked catheter. The catheter was exchanged with another catheter. The pump contained baclofen at a daily dose of 60mcg/day. Refer to manufacturer's report # 6000030200802396.